Event description:
A customer contacted beckman coulter (bec) reporting inconsistent hemoglobin (hgb) patient results recovered on the coulter act 5 diff cap piercer (cp) analyzer when the initial run was compared to rerun results on one (1) patient sample. The discrepant results were not reported out of the laboratory. Patient data printouts indicated that the initial sample recovered higher results for hemoglobin (hgb), mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) parameters and lower results for red blood count (rbc), hematocrit (hct), and platelet (plt) parameters. In addition, the instrument generated flags for rbc, hgb, hct, mean corpuscular volume (mcv), and platelet (plt) compared with two subsequent reruns. All other complete blood count (cbc) and differential parameters corresponded with all three (3) runs. The results provided by the customer are shown in the attachment section of this report. The customer indicated that the patient sample was rerun and verified on an alternate instrument. The customer did not provide the rerun results on the alternate instrument. There was no death, injury or change to patient treatment connected to this event as the discrepant results were not reported out of the laboratory.

Manufacturer narrative:
The sample was run on an edta venipuncture sample approximately 2 hours after collection that was stored at room temperature. Centrifugation information was not supplied. Controls preceding and following the event were within specifications. The customer stopped using the instrument following the incident and service was dispatched to check the analyzer. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the hgb preamplifier which likely contributed to the hgb issues reported. The fse replaced the rbc bath assembly, including the heat and fan, which may have contributed to the intermittent rbc and platelet issues. The fse also stated that the heater and fan malfunction in the rbc bath in turn caused a system voltage failure, volt direct current (vdc) errors. The vdc errors were resolved with the bath assembly and associated heater and fan kit replacement. Additionally, the fse replaced the computer and main board/card, which were affected by the voltage failure, causing connection errors and rendering the instrument to become inoperable. Instrument performance was verified following service activities. Per labeling, beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter does not claim to identify every abnormality in all samples.